Event description:
The mitek rep is reporting that during a sad case a vapr lps electrode was seen flashing and it was noticed that the pt had a burn, <2 centimeters in diam., 1-2 inches below the posterior portal. At this point the surgeon chose to complete the case open to complete the case without further incident.